Event description:
It was reported post-paced that t-wave oversensing and myopotential oversensing were observed on electrograms. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.